Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with in-house clinical hcg negative urine samples; all hcg results were negative at read time and met qc specifications. No false positives were obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided and with out patient specimen in-house analysis.

Event description:
The customer reported that there was inconsistent results with the hcg kits. On (B)(6)2016, a female patient was being prepped for a cyst removal procedure. The initial tests with a urine sample was negative. The test was performed 20 minutes later on the same sample and a positive result was obtained. The hcg test was repeated 3 more times getting a total of 4 positive results with a quant of 0. The specimen was used within an hour of collection. The customer noted that between the initial negative test and the 4 positive tests a positive hcg control had been run on a different instrument and there may have been a possibility of the sample being subject to contamination. However, she had no way to confirm her theory. Troubleshooting occurred including a reviewing the problem and proper technique, storage and handling: no deviations noted. A discussion also occurred regarding the possibility of sample contamination.